Event description:
Report received of a programming error during training of the device. While training on the loading dose function of the device, the example being used was to program a loading dose of 200ml of a certain medication to infuse over a 30 min time period. The loading dose function was chosen in ml/hr. On the programming screen, there are columns for "rate", "vtbi" (volume to be infused) and "duration" in that order. The rn programmed a "rate" of 200ml/hr and a "duration" of 30 mins. With this programmed, the pump correctly calculated the vtbi to be 100ml. The nurse programmed the "rate" to be 200 instead of the "vtbi". If the vtbi had been programmed with 200ml as intended, the pump would have calculated the rate to be 400ml/hr.